Event description:
10 minutes after this patient's treatment ws initiated, she complained of burning in her mouth and throat, blurred vision and discomfort in her chest. Dialyzis was stopped and her blood not returned. Her symptoms subsided and her treatment was restarted on a dry pack m151. The patient has not had any symptoms since and is being dialyzed on a reprocessed m 151.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.